Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's blood glucose went up and the paramedics were called. It was stated that his infusion set was pulled out and disconnected. The customer's glucose level was 286mg/dl by the time the paramedics arrived. No further information was provided.